Manufacturer narrative:
The following devices were also listed in this report: delta un.fem hd 40mm r40 16/18, cat# 6519-1-040, lot# 48947702; uni adaptor sleeve v40 ti, cat# 6519-t-100, lot# 48733503; mod con dist stem 24 x 155 mm, cat# 6276-7-024, lot# caxr610c; 21mm mod rev hip body/bolt stdcomponent level 9006-1-021, cat# 6276-1-021, lot# 42983603; tritanium revision acetabular, cat# 509-02-68h, lot# mmdnnk; gap plate screws, cat# 2080-0035, lot# mlrwrv; gap plate screws, cat# 2080-0020, lot# ph0k06; gap plate screws, cat# 2080-0035, lot# mlp2v8; gap plate screws, cat# 2080-0015, lot# 282a7n; gap plate screws, cat# 2080-0030, lot# rm7m9h. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient's right hip was revised due to possible infection (reported by surgeon, unknown if confirmed by pathology, not identified). Surgeon revised a ceramic head and sleeve, and poly liner to smaller components of the same type.